Event description:
My (B)(6) daughter has diabetes type one, and she was tested positive for it on (B)(6) 2013 and right away of course we had to go to the pediatrics ward to spend a few days in the hospital to get her blood sugars under control. For diabetes education for everyone that was involved in her life so myself (mother-(B)(6)), her father ((B)(6)), and her grandfather ((B)(6)). We met with a lot of doctors, specialists, educations teachers, nutritionists, we all felt comfortable while we were in their care, as soon as we packed up and got ready to go home of course we were all scared to death. The three of us knew nothing about diabetes what so ever. We caught on though after a few months and still to this day we learn new things every single day, and we get up in the middle of the night to check her blood sugars, so we check at 12:30, 4:30, 6:00, and then usually every two hours, in the middle of the night and early morning hours, her father and I switch off every other day. Anyways on (B)(6) 2016, she woke up not feeling so well and was very nauseous, I could tell there was something very wrong with my baby girl, I am her mother and I can tell when something isn't right. So I called her grandfather and we got her in the car and brought her to (B)(6) emergency center in (B)(6), and she could not stop throwing up from the second we got there until they put her in the ambulance to take her to the real hospital in (B)(6). (B)(6) pediatric's unit, we had to go there because they had a intensive care unit available if we needed it because her sugars were so high that she was slipping into ketoacidosis. A very dangerous situation and can be deadly, and or slip into a coma. Her (B)(4) insulin pump failed and stopped pumping the insulin she needed in her body to remain at a safe b/s. So not only has her pump completely failed to distribute insulin the hospital failed to check her blood sugars in the middle of the night while we were sleeping, they kept track of all the blood sugars that they did take and we took a pic of that also, so she could have been killed by malpractice of the nurses on the pediatric center, the insulin pump failed on us too, it seemed as if anything were to go wrong it did. (B)(4) has the failed pump and one infusion set that I had to (B)(6), back to them and we haven't heard a word about it yet.